Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported needing to discontinue a pd treatment due to severe abdominal pain requiring an emergency department (ed) visit. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was affirmed this patient needed to emergently discontinue a ccpd treatment on (B)(6) 2024 due to abdominal pain requiring an ed visit. The patient was safely disconnected from his cycler and transported to the ed by family. The patient presented with abdominal pain and cloudy peritoneal effluent fluid and was admitted to the hospital on the same day. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2024 presented with no growth. Additionally, a white blood cell count was not reported on the patient¿s summary of care or hospital discharge report in the outpatient clinic. The patient was diagnosed with peritonitis, based on symptoms alone, that was attributed to a break in aseptic technique during pd therapy. It was explained the patient does not wash hands or wear a mask during pd setup or treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for 15 days and ip ceftazidime 1000 mg daily for 12 days. The patient was able to undergo continuous ambulatory pd (capd) therapy for the duration of this admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic in response to antibiotic therapy. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.